Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 371 mg/dl. Although there were no visible issues with the pump supplies, customer alleged pump was not operating properly and reverted to using manual insulin injections for insulin therapy.